Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and checked introducer needle for burrs and hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor introducer needle fractured while in the body. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The sensor will be returned for analysis.